Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarms noted during testing. Motor passed motor test. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported, the customer received a compromised force sensor system alarm during the prime rewind process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer's daughter stated the customer did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.